Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a bent sensor. Blood glucose level at the time of the incident was almost 500 mg/dl. The customer reported that he tried to administer a bolus, but it was not delivered and he did not receive a no delivery alarm. The customer was unable to troubleshoot at the time of the call. The insulin pump was not replaced or returned for analysis.